Event description:
It was reported that blood was leaking from the device through the hemostasis valve during insertion of the edwards lifescience swan ganz 7 fr catheter.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.